Manufacturer narrative:
Voco profluorid varnish contains rosin and artificial flavors. Intolerances to these ingredients cannot be ruled out in rare cases. The instructions for use contain appropriate warnings.

Event description:
After treatment with cleanjoy mint and voco profluoride varnish melon, a patient complained of swelling on her face. The patient went to the emergency room on the advice of the treating dentist. There was no inpatient admission. Two days after treatment, the patient reported an improvement in her condition.. This is report 1 of 2.